Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the video system center exhibited error sometimes and static vertical black and white lines when plugged in the scope. The issue occurred during the maintenance. There were no reports of patient involvement.